Event description:
It was reported to vyaire medical that the vela ventilator has turbine motor fault, hardware fault and overheat issue. There was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device will not be return for evaluation. Therefore, root cause was not able to determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.